Manufacturer narrative:
The device was not returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the olympus autoclavable telescope, had broken/damaged fibers. The event was found during reprocessing. No death, injury or harm to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the damaged fibers could not be determined. Olympus will continue to monitor field performance for this device.